Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. During the evaluation an error code related to the charging of the internal battery was observed. The device's internal battery needs replaced to address the issue. No repairs were done on the device. The device was scrapped per manufacturer's guidelines.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.